Event description:
In 2006 the reporter contacted customer service for assistance in programming his wife's meter after he had installed a new battery. He reported that the meter prompted ER 2 (which means that a used strip was inserted into the meter or there was a problem with the meter): his wife had symptoms of blurry vision and feeling poorly. She was given oral medical after her blood glucose on the doctor's meter was "200 plus." I spoke with the reporter the following month to verify and obtain information. Due to the error 2 message, she stopped testing (pre-breakfast daily) approx a week prior to the event. She continued taking her recommended dose of oral diabetes medication, possibly glucophage. He could not recall the dose. One month ago she made an appointment to see her doctor at 2pm same day because of the symptoms. He did obtaina "200 plus" on the office meter and gave her "medication for her diabetes and rewrote a prescription." The reporter had no other specific details. Although the reporter successfully programmed the meter with help from customer service, he had no no control to run a test and the pt was not available to test herself. Because the pt was unable to test due an alleged er2 prompt and had to seek assistance from her physician, the complaint is being reported as an adverse event.